Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the electrode belt trunk cable connector was damaged. The patient was issued a replacement electrode belt.